Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the 8mm fenestrated bipolar forceps instrument black cable on the working part of the tool came loose, as well as the metal wire. No fragments fell into the patient. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm fenestrated bipolar forceps instrument for failure analysis investigation. The instrument was analyzed and was found to have a broken grip cable at the proximal end within the housing. The grip cable was fully broken at the backend pulleys. There was no discoloration, corrosion, or contamination on the cable to suggest improper reprocessing as a contributing factor. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the black cable became loose. They did not try cauterization anymore for safety reasons. No signs of thermal damage were observed. The wire was loose. There was no instrument collision observed. There are no photographic images of the device(s) or a video recording of the procedure available for isi review.

Event description:
Refer to h11 for follow-up information.